Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an electronic component failure. A field service engineer found that the station was not powering on and narrowed the issue down to drawer 4.2, where the drawer board was disconnected. After disconnecting drawer 4.2, the station powered on, and the fse replaced the drawer board. The hardware testing application test passed, the system was rebooted, and the customer successfully recovered and tested the unit with no issues. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hh-cb3back device offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.